Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure while placing the screw-in lead into the atrium, suddenly it was found the lead had stuck under the appendage. It had been clearly seen under the c-arm (after magnifying) the screw of the lead was opened and anchored inside the muscle although the lead had never been screwed throughout the process. After several attempts doctor was able to withdraw the lead from it. After extraction it is clearly shown the screw of the lead is wide open. A new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the lead's helix was distorted (extrinsic) from pulled/stretched/overstressed and the lead was damaged at implant. The analysis comments stated that the lead was returned with helix stretched; therefore the helix extension/retraction/length testing could not be performed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.